Event description:
Resident was found by nurses aide deceased at 11:55 pm sitting on floor next to bed with body between the bed and the bedrail, chin was resting on bottom rail. Cause of death per coroner was "asphyxia via nuchal compression via bedrail."